Event description:
Additional information was received which indicated that this pacemaker patient experienced another syncopal episode during device testing at a follow-up appointment. Boston scientific technical services (ts) advised the patient to inform anyone who checks their device of their symptoms. This pacemaker remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that during a device follow-up appointment this pacemaker patient experienced a syncopal episode. The health care professional (hcp) caused the syncopal episode during the threshold test. The pacemaker remains in service. No additional adverse patient effects were reported.